Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once, and the load was confirmed. A misload was not reported. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm bard balloon to 4 atm. The valve was deployed to 80%. The valve position appeared too deep and was recaptured. On the second deployment to 80%, the valve appeared too shallow. The valve was recaptured again and redeployed. On the third deployment, an infold was observed. The valve and delivery catheter system (dcs) were withdrawn from the patient. The patient experienced wide open aortic insufficiency of their native valve and hypotension until a new valve was prepped due to the native valve leaflets no longer closing properly. No treatment was provided for the hypotension. The new valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Developer options enabled error in mmm (samsung galaxy s10, android 12, ap version 2.2) "an attempt to reproduce the reported event using minimed mobile app (software version 2.2.0) using various configurations was conducted and confirmed the issue was reproduced on following devices: sony xperia xz2 (android 10) huwaei p30 (android 10) samsung galaxy s9 (android 10) xiaomi mi 9 se (android 11) pixel 3 xl (android 11) samsung galaxy s10 (android 12) samsung galaxy a32 (android 13) the software did not successfully adhere to the specified requirements nor did it perform in accordance with the expectations specified in (B)(4). After conducting a thorough investigation, it was found that the issue is being caused by a security library incorrectly flagging the device for using a debugger tool. The mmm application shows the developer options screen in two scenarios: 1. When the developer options is turned on in the android settings or 2. When the zshield debugger detection tool detects that a debugger tool is being used on the device. In context of this issue, the zshield debugger detector reported that the device was running a debugger on the phone, when in reality there were none. To fix the issue the zshield version will be updated from 2.95.0 to 2.97.1. The esf number that corresponds to the reported issue is: 4994218 to assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: 1. Open settings 2. Scroll down and tap 'about this phone' 3. Press 'build number' seven times 4. Enter your pin (set, if any) and done 5. Go to info phone and scroll down to developer options and disable 6. Return to the phone's home screen and press and hold minimed mobile app 7. Go to ""I"" (app info) 8. Go to storage 9. Press clear data and clear cache if above workaround does not work, the anticipated fix for this issue is scheduled to be included in the upcoming release of mmm 2.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.